Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed, the tube holder was broken on top case, no visible contamination observed. Review of the event history log showed an occurrence of "force sensor test." Functional testing involved powering up the pump and calibration verification test. The investigation found that the device duplicated the reported issue with a steady state reading of the force sensor (with no pressure on it) count 0 and -1.16 lbs. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that fluid ingression on the left plunger case (customer induced) was the cause of the reported issue. The left plunger case was replaced and the force sensor was recalibrated.